Event description:
Meter was not showing the whole display and it would not shut off. A review of the system was conducted over the phone. The review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.